Manufacturer narrative:
The device was returned to the manufacturer for investigation. The complaint was verified. The trigger was replaced and the device was returned to the account.

Event description:
It was reported by the repair technician that the device will not turn off. It is unknown there was pt involvement or adverse consequences.